Event description:
During evaluation of a returned novum iq syringe pump, the device didn't operate properly with the arm that slides in and out getting stuck. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and confirmed that the device doesn't operate properly, with arm that slides in and out was getting stuck. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed plunger driver sleeve. The plunger driver sleeve required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and confirmed that the device doesn't operate properly, with arm that slides in and out was getting stuck. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed plunger driver sleeve. The plunger driver sleeve required to be replaced to address this issue. This device malfunction would not lead to a death or serious injury if it were to recur. This issue may result in a delay of the delivery of intravenous (IV) solutions. Evaluation of clinical practice suggests delays occur for many reasons and do not create harm to the patient. Should additional relevant information become available, a supplemental report will be submitted